Event description:
It was reported that the fan of cardiosave intra-aortic balloon pump (iabp) was running with power turned off. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 it was reported that the cardiosave intra aortic balloon pump (iabp) machine fan was running, with power turned off. No other information available as of now. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.